Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert for hvli was received. Low rv-svc measurements were revealed. Isometrics and pocket manipulation, along with programming changes were suggested. Chest x-ray should be also considered. Programming changes we made. The patient will continue to be monitored via merliln.net.